Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information is available.

Event description:
The customer reported a false elevated architect creatinine result. Sample (B)(6) generated an initial result of 7.4 mg/dl and repeat generated 0.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Review of all complaints associated with the creatinine assay (list number 3l81, lot number 79769un18) and a review for complaint trends for the list number was performed. The review did not identify any trends associated with this issue. Manufacturing documentation for the product was reviewed and did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and adequately addresses the complaint issue. No systemic issue or deficiency of the architect creatinine assay was identified.